Event description:
It was reported the patient presented with syncope, lightheadedness and palpitations. During interrogation, it was discovered the leadless pacemaker (lp) exhibited loss of capture. Programming changes were performed. The patient was in stable condition.